Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a early sensor expiration occurred. Data was provided for investigation. The problem was confirmed. The root cause was determined to be transmitter stale stop command. No injury or medical intervention was reported.